Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that there is corrosion on the proximal ring in the trifurbication. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer approximately three and a half years post the patients date of death. The lead was analyzed and tested out of specification. A request for the cause of death was made and it was learned the patient died of unrelated causes.